Event description:
The customer reported that the system had a damaged ii grid. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Results code: ii grid. The ge svc repaired the ii grid. The system operates as intended.